Manufacturer narrative:
Device evaluation: visual inspection showed that device is in a good physical condition. The event log shows multiple "cassette not attached properly" alarm messages. Device was visually checked. Event log was downloaded and checked. Functional test was performed - device failed dso trip point test. Value is 34psi which is out of limit. The problem stated by customer was replicated. The cause of the stated problem was a defective dso sensor. Product is beyond 10 years from manufacture date of 2012-03 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device.

Event description:
It was reported the pump alarmed "cassette not attached properly. Reattach cassette". No adverse patient effects were reported by the customer".

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.